Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated that out of the box the seat frames are wrapped inward by the welds. They stated that the seat will not open fully because of this.